Event description:
It was reported that the radiofrequency programmer head which was originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer would not interrogate with the radiofrequency programmer head and the programmer head tested out of specification on the uplink tests. The cable was replaced to resolve. Concomitant product: product ID r2290 software analyzer. (B)(4).